Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter stopped holding charge about two months prior to contacting lfs. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue; however, she indicated that since the issue started, she has been taking one extra metformin tablet twice per week. She claimed that "at the same time" as the alleged issue occurred, she developed symptoms of "headache and dizziness". No additional treatment or medical intervention for her symptoms was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient had not been using the meter for the first time and based on the information provided there had been no misuse of the product. The patient confirmed that the issue was a recurring one and that she had charged the meter until the charge complete message appeared. Based on customer testing frequency and usage, the battery did not need to be recharged. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.